Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger was defective. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger defective) was confirmed. As received, the charger/modem was intermittently powering on. Upon eval, there was corrupted data on the flash memory. The cause of the intermittent ability to power on is the corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the defective charger/modem. The pt was issued a replacement charger/modem.